Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a native horizontal aortic root, a balloon aortic valvuloplasty (bav) was used to dilate. The valve was released at a depth of 6mm and 10mm and it dislodged due to tension on the system and constraint by pannus of a previous non-medtronic surgical valve. It dislodged to a depth of -5mm and 0mm, resulting in severe paravalvular leak (pvl). The valve remains in the ascending aorta. Subsequently, another valve was implanted successfully. No additional adverse patient effects were reported.